Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer delivered bolus on the insulin pump. The customer does not feel okay to troubleshoot. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.